Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue and resume insulin delivery. Customer's blood glucose (bg) ranged from 40 mg/dl to 346 mg/dl. Cause of the low bg was unknown. Customer consumed food and glucose tables, and drank juice to address low bg.